Manufacturer narrative:
It was reported that the facility is investigating surgical site infections. It was reported that "we are looking into any and every possible commonality for these cases." No additional information was provided. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the facility is investigating surgical site infections.

Manufacturer narrative:
Update to h7: if remedial action initiated, check type. Update to h6: investigation findings (c). Update to h6: investigation conclusions (d).